Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced a breach in aseptic technique, further described as the patient not washing their hands before setting up for therapy, which resulted in bacterial peritonitis. The patient was retrained on proper technique using the cycler. The patient was hospitalized for the reported event, manifested by an abscess in their belly. The day prior to the hospitalization the patient's effluent was clear and they did not complain of any pain. The patient was later discharged from the hospital. The treatment for the peritonitis was unknown. It was also unknown if the patient recovered from the peritonitis. The patient&#38112;catheter was removed and they were placed on hemodialysis. No additional information is available.